Event description:
Customer reported that the tip broke off into the patient. The broken piece was not retrieved; could not be detected on x-ray. Head nurse confirmed that there are no current plans for an additional surgery to remove the broken piece.

Manufacturer narrative:
Device is noted to be scratched on the upper jaw and around shaft area. Breaks on both sides are uneven in nature indicating forces being applied. Without evaluation of the missing piece, a firm conclusion could not be made for the device failure.